Event description:
Additional information was received. They reported that patient was experiencing shocking and had her neurostimulator product explanted and replaced. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that the device was malfunction and it was replaced.  No further complications were reported/anticipated at this time.

Event description:
Additional information was received; medical records. Dated (B)(6) 2019, patient was in for their post-op visit with concerns of infected incision. Was draining yellow per patient and painful to sit. Patient stated device therapy is working well for luts improvement. Patient was ambulating, no swelling around incision. Patient had incisional drainage and had pain in their incision. On (B)(6) 2019, patient went in for check up. Patient had a post-op wound infection, txd w po abx. Wound remained open but dry. No erythema. Patient has tried all 4 programs, and program 2 works best. Changed programs 1, 3, 4. Program was most comfortable. Impedances normal and stim felt in tailbone. They still had bladder pain and burning. Symptoms had resolved with trial however have now returned. Patient using heating pad on lower abdomen. Patient's urge to urinate is present and worse. Frequency occurs every 1-2 hours and unrelated to fluid intake. They were getting up at night to urinate 4 times. Patient complained of frequency, incontinence, urgency and no cturia. On (B)(6) 2019, patient was seen. Patient states still sore in bladder. Symptoms were improving. Incision dry and healing. On (B)(6) 2019, patient seen in office. Frequency increased. Tried increasing stim however unchanged. Patient reported pain with bladder filling. Interstim on, using program with lead 3+ and 0 and 1. Impedances normal. On (B)(6)2019, patient was seen. Patient stated they had been experiencing vaginal/rectal pain, dysparenunia, and low back pain after voiding. Also that interstim had been tripping out, causing shocking down feet, and downward of toes curling. They had intermittent burning sensation when urinating. Patient is urinating more frequently than usual. Patient was adjusted, thereafter no pain or shocking when sitting or standing. Patient stated current setting is more comfortable than when they came in. On (B)(6) 2020, patient was seen again. Symptoms have been very stable and have improved. Has not made changes to interstim. Patient reported bladder soreness after voiding. Patient requested no programming changes be made. Office visit dated (B)(6) 2020, it revealed that 2 weeks prior patient had fallen off a tractor. No evaluation was done. No bruising. However since fall, patient has had increased frequency, and voiding difficulties. On (B)(6) 2022, patient seen in office again. They stated falling off tractor and experiencing shocking down right leg plus bladder pain when full. Symptoms were moderate. Frequency occurring every 1-2 hours. Urge to urinate is present and unchanged. They complained of frequency, urgency and nocturia. Patient has had post-op pain but was satisfied with surgical procedure. Interstim was on. Patient using program 4 at 2.4. Impedances normal and feel stim near tailbone. A lumbar spine radiograph was done on (B)(6) 2022 and that showed a migration of the lead. On (B)(6) 2020, patient was seen. The interstim was checked, and the impedances were normal. The battery life was >2 years. They attempted to turn off however the patient's oab worsened but pain the bicycle seat/right leg was better. Patient's voiding frequency occurred every 2-3 hours. The notes stated that patient's overall quality of life improved with the device in and on, even though some mild daily unpleasant sensations were experienced. Most likely patient will proceed with new interstim lead on left side.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1snb1, implanted: (B)(6) 2019. Explanted: (B)(6) 2022, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model 3889-28, serial/lot #: (B)(6) , ubd: 2022-06-27, UDI#: (B)(4). H3: device received, however placed on legal hold, therefore no analysis completed at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: ins (model# 3058): the implantable neurostimulator (ins) passed functional testing. Lead (model# 3889-28): the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). Per medical records from (B)(6) 2022, the patient was diagnosed with ic at age 19. After trying other treatments, they had the ins implanted in 2019, which resolved their symptoms for about 9 months. The patient had an x-ray done in (B)(6) 2020 which showed the stimulator lead projecting within right sacral foramina. More recently it has not been working as well. It was reported that the patient has urgency and frequency, but they note that it's more of an irritant. Their most bothersome symptom is dysuria and feeling burning/pain that feels like a uti. They also have nocturia, which was noted to be improved with the implant. The patient stated that the device hurts at the site; the whole device bothers them, and it happens intermittently. They will have a shocking or pulsating feeling and sometimes it goes in the toes. Recently they had been getting shocks in their vagina tailbone and down into their toe. These happen daily and are painful. However, when they turned off the stimulation their ic symptoms specifically bladder pain are worse. It was noted that they only took uribel and azo for flare ups but had not had flare up in several months. Their flare up symptoms feel like a uti - severe bladder pain dysuria. It was noted that there are times when the device works well for their symptoms, but the shocking is very uncomfortable and will occur at different times. The patient also noted dispareunia and history of endometriosis. The patient is interested in having the device revised as it is the one treatment that has provided them with relief, but the intermittent shocking has been an issue. On (B)(6) 2022 the hcp removed the device due to decreased efficacy overtime, shocking sensation from the device, and malfunctioning device. A new implant was successfully placed during the same procedure.

Manufacturer narrative:
H3: device received, however placed on legal hold, therefore no analysis completed at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.